Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that there was noise and oversensing due to electromagnetic interference (emi) from patient's swimming pool. At the time of the patient's generator replacement this lead was straightened as it was noted the patient had twiddler's syndrome. Inappropriate shocks were noted. At this time, information suggests that this lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.